Event description:
It was reported the bd vacutainer® push button blood collection set experienced failure of product to contain blood/medication. The following information was provided by the initial reporter: translated to english. The customer stated: "when unpacking, the health care provider found that the tubing was cut.".

Manufacturer narrative:
H.6. Investigation: bd received one (1) sample and two (2) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for damaged tube with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for damaged tube with the incident lot was observed. The most likely root cause of the customer's indicated failure mode for damaged tube was determined to be manufacturing related. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® push button blood collection set experienced failure of product to contain blood/medication. The following information was provided by the initial reporter: translated to english. The customer stated: "when unpacking, the health care provider found that the tubing was cut."